Event description:
Summary: patient presenting signs of superficial wound infection 1 months after spinal fusion procedure. First operative procedure: lateral fusion from l3 to l5 an oblique incision was created of the right flank directly centered between the l3-4 and l4-5 segments. After dissection an annulotomy was created at the l4-5 area and disc material was removed off of the end plates. Once all disc material had been retrieved, the contralateral annulus was divided and the endplates were prepared for interbody fusion. A titanium spacer measuring 12 mm x 50 mm x 22 mm was then packed as tightly as possible with catalyst putty. This titanium spacer was then malleted into the l4-5 disc space under fluoroscopic guidance. For l3-4 the disc space was prepared in an identical fashion as l4-5. A second titanium spacer 10 mm x 50 mm was packed as tightly as possible with catalyst putty. The spacer was malleted into the l3-4 disc space. A 2-hole plate was placed to augment the fusion of l3-4 fixated using 35 mm screws into both l3 and l4. The wound was then irrigated thoroughly. Bleeding at this point was controlled using floseal and bipolar cautery. Closure was then accomplished with a #1 vicryl reapproximating the transversalis fascia as well as the internal and external oblique musculature. Immediate subcutaneous tissues were closed with a 3-0 vicryl and skin closure was accomplished using mastisol and steri-strips. The wound was then sterilely dressed. Second operative procedure: posterior spinal fusion with instrumentation spanning l3-s1. An incision was created overlying the existing instrumentation at l5-s1 bilaterally. Dissection was carried through subcutaneous tissues using bovie cautery. The fascia was divided in line with the incision. Blunt dissection was carried between the multifidus and longissimus muscles down to the previously placed instrumentation spanning l5-s 1. There was some scar tissue and overgrown bone as expected around the screws and between the musculature. The previous instrumentation was completely exposed removing some fibrous scar tissue from around the screw heads themselves. The rods were then taken out with a rod holder. Next the actual pedicle screws from l5 and s1 were removed. Bleeding from the pedicles where screws were removed was controlled using thrombin with gelfoam powder. The wounds were then copiously irrigated with saline solution. The wiltsey incisions were then extended up to l3. The same intramuscular plane was used to gain access to the facet joints of l3-4 and l4-5 as well as the transverse processes of l3 and l4. Bovie cautery was used to expose as much bony surface area on the transverse processes and to destroy the facet capsules of l3-4 and l4-5. The wounds were then thoroughly irrigated with saline solution. Into the pedicles of l3 and l4 on the left, new screws measuring 6.5 mm x 45 mm were placed. The wounds were then copiously irrigated with saline solution. The high-speed bur was used to decorticate the posterior elements of l3 and l4 as well as the previous fusion mass on the from l5 to s1 and the facet joints of l3-4 and l4-5. The local bone was left in situ to assist with obtaining a fusion. No additional graft material was used. This constituted a posterior fusion of l3-4 and l4-5. Next, appropriate rods were placed to span the pedicle screw instrumentation spanning l3-l5 bilaterally. The rods were bent to accommodate the patient's lordosis. Set screws were inserted into the pedicle screw saddles fixing the rods into position. Bleeding was controlled using bipolar cautery and gelfoam with thrombin. Closure was then undertaken using a #1 vicryl to reapproximate the fascia. Immediate subcutaneous tissues were closed with a 2-0 vicryl and skin closure was then accomplished using mastisol and steri-strips. Reported complication: the patient presented persistent drainage from posterior lumbar wounds. Ultimately the patient presented to the emergency room and an MRI revealed an abscess posteriorly. A seroma was found in patients right psoas but this did not appear to be infectious in nature. As result of the posterior lumbar wound dehiscence and infection, irrigation and debridement was performed. Both posterior lumbar wiltsie incisions were opened up. The right side had an open area at the bottom with air within the incision, however there did not appear to be any obvious purulent material. The left side however which was for the most part sealed closed, did have some purulent material present upon opening the incision. Cultures were taken of the fluid and sent to the lab for culture and sensitivity as well as some tissue samples after opening the incision further. Next, some infected appearing material was removed. The wound itself did not have a great deal of infected tissue and was easily cleaned. There did not appear to be any opening or tracking deep to the fascia on either incision. Both wounds were then copiously irrigated with saline solution mixed with antibiotics. Again a second debridement procedure was performed using curettes and a ray-tee. After satisfactory debridement of all infected appearing material, the wounds were irrigated a final time. Closure was then accomplished using an o pds stitch for the deep tissues closing the dead space as much as possible. There did not appear to be much bleeding or fluid collecting and again the wounds actually were very clean after debridement. Skin closure was accomplished with a 2-0 running nylon stitch. Sterile dressing was then applied to both incisions. Bactitrim was administrated. Cultures were taken and sent for analysis showing scant growth of streptococcus pneumoniae and rare growth of gram negative bacilli and gram positive cocci. Event reported as resolved 2months after onset. No further complications have been reported as of writing of this report. The event was not considered unanticipated.